Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that at around 4am on (B)(6) 2020 the patient heard intermittent beeping on the controller and went to the hospital. The alarms occurred with any combination of battery clips and batteries. Hospital staff noticed that the black connector cable on the controller felt loose. The controller was exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent beeping on the system controller was not confirmed. The reported event of the black power cable connector being "loose" was also not confirmed. The event and periodic log files downloaded from the returned system controller (serial number: (B)(6) ) did not contain any data from the date of the reported event ((B)(6) 2020) due to the data being overwritten by newer data. The event log file contained approximately 4.5 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp) and the periodic log file contained approximately 3.5 days of data (27nov2020 ¿ 01dec2020 per the timestamp). The driveline was disconnected on (B)(6) 2020 at 10:55:14 to exchange the system controller. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit throughout the log files while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Visual inspection of the system controller power cables did not reveal any issues, and both power cables were found to be properly secured to the controller. Additional information provided indicated that the alarm had resolved since exchanging the system controller. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory, power cable disconnect, and replace system controller alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" explain how to care for and clean all equipment. Heartmate 3 patient handbook section 10 "safety checklists" and heartmate 3 instructions for use (IFU) section f "safety checklists" provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on 05jan2020. No further information was provided. The manufacturer is closing the file on this event.